Event description:
(B)(4). I had essure implanted as permanent birth control in 2011. I have had extreme fatigue, weight gain, bloating, irregular menstrual cycles and an ovarian cyst since that time. I never had any of these issue before. It took almost a year for the scar tissue to completely form on one side. I went back every three months as instructed and each time there was still dye getting through. For me, the actual procedure in the dr office to implant the coils was not too uncomfortable, but the three month follow ups were excruciating when the dye was injected, only to be told twice the dye was still getting through. I believe it was the third visit (almost a year after the implantation) before I got the confirmation that the tubes were finally blocked. My other existing medical conditions are crohn's disease and skin cancer.